Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a novasure endometrial ablation in (B)(6) 2015 (exact date unknown) the physician perforated the patient's myoma. The tumor became infected and the patient "appeared to have an abscess." The physician performed a hysterectomy and the patient was hospitalized for six days. We have been unable to obtain additional information surrounding this event.